Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time to perform the analysis and requested the boston scientific representative involved to send in data. There is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service.